Manufacturer narrative:
(B)(4). Additional information requested and obtained: what were the indications for surgery? Pulmonary vessels. What vessel was the device being fired on? Pulmonary artery. What was the approximate size of the vessel? Adequate size. Was this the first firing of device? If not, please describe the cleaning technique used by surgical staff. Rinsing in water; wiping down. Was it confirmed that the entire width of the compressed vessel was proximal to cut line? Couldn¿t see distal tip when device was fired so unable to answer. Was there any extraneous tissue within the jaws distal to cut line during firing? No. Was the distal tip of jaws visible during firing? No. What is the surgeons experience with device? Yes. What was the approximate amount of blood loss? Not sure. What was done thoracoscopically to control the bleeding prior to converting to open? Tamponade. What is the current patient status? Under the impression patient is doing fine.

Event description:
It was reported that during a vats right lower lobectomy procedure, the device fired on a vessel and one of the staples deployed tangentially to the vessel causing some bleeding and the surgeon had to perform a thoracotomy. No transfusion was necessary. No buttressing was used. The procedure was delayed approximately 30 to 40 minutes and additional hospital stay may be required.